Manufacturer narrative:
No sample was returned for evaluation; therefore, the complaint is deemed as unconfirmed. No further investigation required. Event data will be trended per quality data analysis procedure.

Event description:
A peritoneal dialysis patient called to report that he is in dwell 5 and noticed that there is fluid leaking from the cassette door. There is no report of patient ill effect. There is no sample available for evaluation.